Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to remove and inspect the pump's cartridge and o-ring, clean the pneumatic tap area, and follow on-screen instructions. After successfully completing the load process, the customer resumed insulin delivery.